Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human mouths and gastrointestinal (gi) tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic presented with viridans streptococci in the culture and a wbc count of 96/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg twice a week for three weeks to address the infection. The patient is recovering from this event as she remains asymptomatic on antibiotics at home. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic presented with viridans streptococci in the culture and a wbc count of 96/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg twice a week for three weeks to address the infection. The patient is recovering from this event as she remains asymptomatic on antibiotics at home. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic presented with viridans streptococci in the culture and a wbc count of 96/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg twice a week for three weeks to address the infection. The patient is recovering from this event as she remains asymptomatic on antibiotics at home. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Correction: b.2.